Event description:
It was reported that after the surgeon inserted an aq2003v three piece silicone lens and decided a different size would fit better. The lens was removed immediately and another same model lens was implanted. No patient injury. The reporter stated there was no product allegation, just a surgeon's preference.

Manufacturer narrative:
No complaint against lens - evaluation: results: visual inspection of the returned product showed evidence of clear surgical residue, however, there was no visible damage to the lens.